Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
It was reported through the stryker facebook page, "I so wish I could have mako surgery. But, I had a tkr on left knee in 2020 and still have pain! And since it was a stryker can't do mako surgery. So bummed"